Event description:
It was reported during an afib case, the patient went into cardiogenic shock. Caller reported that the patient¿s potassium levels were ¿way out of range, super high¿ and the patient kept going into vt(ventricular tachycardia). Caller stated they called a code and decided to give the patient a balloon pump. Caller stated the patient was sent to the ICU and as of last night was not awake yet. The physician did not confirm the cause of injury. Caller stated the physician thought the patient may be too unstable for anesthesia. The soundstar catheter (B)(6) and the deca nav catheter was in the body at the time of the injury. Pfa procedure using the farapulse system. The patient fully recovered from said procedure but later died due to pre-existing conditions. The patient required extended hospitalization because the patient was put on a ventilator for what was believed to be unrelated conditions. The soundstar catheter (B)(6) and the deca nav catheter was in the body at the time of the injury. It was a pfa(pulsed field ablation) procedure using the farapulse system. The physician's opinion on the cause of the adverse event was patient condition. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).